Event description:
It was reported that a 51-year-old female patient underwent a breast surgery with a 650cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively, which was diagnosed with a mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 28, 2023, mentor received additional information regarding the patient's diagnosis. It was reported that the patient experienced device migration and breast ptosis; there was implant malposition. The breast prosthesis was determined to not be ruptured. Section h6-medical device problem code has been updated to reflect this additional information. It was also reported that the patient underwent device explantation on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: device migration and ptosis. Manufacturer¿s reference number: (B)(4).